Event description:
While dr. Was suturing the end of the needle broke off in the patient. The broken piece was found and taking out. After the needle piece was taken out, I put both pieces of the needle and the package that it came in into a cup and pulled the box that the suture came out of off the shelf. I gave both of the items to the nsm.